Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detachment with an infusion set as the infusion set tubing came apart. No further information available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.